Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after puncture, when the guidewire was withdrawn, the guidewire got stuck and could not be used normally. There was nothing unusual observe on the device prior to use. There were no other defects/damages found on the product. There was no excessive force use on the device. The guidewire provided with was the kit being used. The guidewire was removed manually and still intact. There was no intervention/treatment required as a result of the event. The catheter was then guided using the puncture needle in the central venous catheter pack and the catheter placement was completed successfully. There was no reported patient injury.